Event description:
It was reported that left hip revision surgery was performed due to indications of metal-on-metal failure including elevated chromium levels, metallosis and pseudotumor.

Manufacturer narrative:
It has been determined that this case represents a duplicate of MDR 3005975929-2018-00181 and should therefore be disregarded.